Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported the unit will start but will not stop using the start/stop button on the 3100 high frequency oscillating ventilator (hfov). The customer reported there was no patient involvement associated with this event.